Event description:
It was reported a few days ago the patient had vomiting and diarrhea and it was thought the patient had viral infection. The day prior to this report, the patient's parents noticed an opening in the pump pocket wound with drainage. The patient was admitted to the hospital, and it was noted there was a purulent drainage and around the pump pocket area had dehisced. The patient also had increased spasticity and clonus. The patients vital signs were stable and afebrile. The pump and catheter were explanted yesterday. Cultures of the pocket drainage were sent for analysis but no results were available. The patient was noted to be stable. The patient was started on oral baclofen and valium. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had skin breakdown at the pump pocket site and fluid collection. The patient was given intravenous (IV) antibiotics and oral baclofen. It was noted that a new pump and catheter were implanted on (B)(6) 2014. The patient was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported the patient received perioperative antibiotics. The patient had meningitis but was asymptomatic. Signs and symptoms of the infection were listed as incisional wound opening and pocket erosion. The primary location of the infection was in the device pocket. The cultures were taken from the device pocket and cerebrospinal fluid (csf). The patient received IV antibiotics. The patient had withdrawal symptoms of tachycardia, fever and irritability. The local infection was treated on suppressive antibiotics. The reported diarrhea was related to antibiotics after explant. The patient was noted to have been "extremely thin" before the implantation of the device.

Manufacturer narrative:
(B)(4).